Manufacturer narrative:
The device remains implanted and in service. This report will be updated if additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. Technical services reviewed the episode and noted a morphology change where diminished r-waves and the larger t-waves led to oversensing and the inappropriate therapy. Noise was also observed. The device was programmed to the alternate vector, with smart pass on, during this episode. It was noted the patient had received inappropriate shock therapy in april, with three episodes in the primary vector and one in the secondary vector. In these earlier episodes, smart pass was disabled due to very small r-wave amplitudes. Technical services discussed troubleshooting to recreate the morphology change, performing x-rays to verify system position and performing a new screening to see if repositioning the device or electrode would produce larger amplitudes. It was also noted that the patient's condition may be changing, as an increase in ectopic activity had started back on (B)(6) 2020. The device remains implanted and in service. No additional adverse patient effects were reported.